Manufacturer narrative:
Initial reporter's international zip code: (B)(6).

Event description:
It was reported that due to a medial meniscal lesion on the left knee joint, the patient was referred on (B)(6) 2017 to have a knee arthroscopy and medial meniscal suture. Patient complained persisted so a radiological clarification on (B)(6) 2018 was performed, in which a metal tip was detected in the knee joint. Because of this, a revision surgery to remove foreign material was planned for (B)(6) 2018.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.